Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The customer reset the pump to resolve the issue and resumed insulin therapy.